Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the main pcb to fix the reported issue.

Event description:
The customer reported that while in pt use, the ventilator gave a transducer alarm both visually and audible. The pt was removed from the ventilator and was placed on another ventilator, no pt harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit. Powered in service mode, entered event error log per service manual and noted multiple transducer fault error codes. Powered unit on ventilating mode and problem was duplicated as unit powered on with transducer fault, failed to zero within specs. This issue is being addressed in an internal correction.